Event description:
It was reported that there were erroneous results on patient samples during use with a facscanto¿ 10-color configuration. The following information was provided by the initial reporter, translated from chinese to english: the image is displayed incorrectly. Clinical use blood laboratory. Will not be used for new coronary pneumonia research. Additionally, on 2020-6-19 the fse provided the following additional information: after confirmed with his colleague who found this failure of canto plus, (B)(6) said that there was an error information provided at last time. Actually, this test used a patient's sample, but they didn¿t provide the incorrect images of patient when they found this issue. It was not used for this patient and there was no influence on the patient¿s excepted delay in treatment. The laser was working normally. The root cause will be confirmed with fse after repairmen and the customer can't identify which reason causes the error. Additional information received 2020-06-29: was there any impact to patients? No impact. Please find the detail in ¿but they didn¿t provide the incorrect images of patient when they found this issue. It was not used for this patient and there was no influence on the patient¿s excepted delay in treatment.¿ redraw? The test was reset use excess sample (not perform second time blood draw on patient) and finished without any delay and further impact. Delay in treatment? No, no impact to the treatment. After confirmed with his colleague who found this failure of canto plus, mr. Wang said that there was an error information provided at last time. Actually, this test used a patient's sample, but they didn¿t provide the incorrect images of patient when they found this issue. It was not used for this patient and there was no influence on the patient¿s excepted delay in treatment. The laser was working normally. The root cause will be confirmed with fse after repairment and the customer can't identify which reason causes the error.

Manufacturer narrative:
H.6. Investigation: problem statement: customer reported complaint on a facscanto ivd 10 color configuration ¿ 657338 displaying incorrect image. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 19jun2019 to date 19jun2020. Complaint trend: this is the only complaint, related to this issue of an incorrect image on the display. Date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: review of DHR part # 657338 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the incorrect image display, or possible erroneous results, was due to optical and fluidic issues. This was confirmed by the fse (field service engineer) upon troubleshooting the instrument and found the optical system was faulty and the liquid system was unstable. The fse fixed the combination of problems by calibrating the optical system and overhauling the hydraulic system. A senior service engineer at bd san jose explained that overhauling the hydraulic system may involve rebuilding the pneumatics system which are pumps, compressors and/or valves. After the repairs were performed the instrument was running normally. Although this instrument is for clinical use and initially involved a patient sample for testing, the customer conducted another test with a different sample to confirm the results. The problem of displaying incorrect results still remained. However, no clinical tests were continued and no results were used in patient diagnosis or treatment. There was no harm or injury. After the repairs, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate but there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 01may2016. Defective part number: n/a. Work order notes: subject / reported: 657338-facscanto plus-the image is not displayed correctly. Problem description: facscanto plus-the image is not displayed correctly. Clinical use blood research laboratory will not be used for new coronary pneumonia research. Work performed: calibrate the optical system, overhaul the hydraulic system. Cause: the optical system is faulty and the liquid system is unstable. Solution: calibrate the optical system, overhaul the hydraulic system, and the instrument is operating normally. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part #100264ra, revision06/version h, facscanto 10-color (canto plus) risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no. ID: 3.1.8 (0006-100266 fmea canto plus). Hazard: incorrect output . Cause: diode aging overtime resulting in laser power falls out of specification; hence qr and sensitivity are reduced; hence unable to resolve dim population. Harmful effects: incorrect result. Risk controls: vendor reliability testing performed; acceptable. Pmt levey jennings¿s report indicates gradual change and will have enough warning to react before the impact takes place. Implementation verification: vendor reliability data. Standard laboratory practice per glp and cap to track instrument performance. Effectiveness verification: reference is made to hw technical review dated 10/12/12. Standard laboratory practice per glp and cap. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: acceptable. New hazards: no. ID: 3.1.14 (defect heat100022595). Hazard: incorrect output. Cause: air leaks causing problems with data appearance on facscanto plus. Harmful effects: incorrect result. Risk controls: fluid leaks are checked during qualification; included in the service checklist qualification form. IFU instruction to check bubbles during startup. How to get rid of bubbles and troubleshooting for air bubbles during acquisition. Implementation verification: verify in the service qualification form. Check IFU for instruction to check fluidics for air bubbles during start up. Effectiveness verification: verified that service qualification from #(B)(4) indicates that a fluid leak is in the checklist section ¿other checks¿. Verified that the IFU provided instruction to check fluidics for air bubbles during startup inspection; found in section ¿checking for air bubbles¿. Trouble shooting guide is also provided in section ¿removing an air lock¿. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: acceptable. New hazards: no. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause was due to both the optical system and the fluidic system. Conclusion: based on the investigation results, the root cause of the incorrect image display, or possible erroneous results, was due to the optical and fluidic system. The fse had confirmed the issues and performed the repairs. The instrument was rebooted, tested and functioning as expected. The safety risk is moderate but there was no impact to patient health or safety. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were erroneous results on patient samples during use with a facscanto¿ 10-color configuration. The following information was provided by the initial reporter, translated from (B)(6) to english: the image is displayed incorrectly. Clinical use blood laboratory. Will not be used for new coronary pneumonia research. Additionally, on 2020-6-19 the fse provided the following additional information: after confirmed with his colleague who found this failure of canto plus, mr. (B)(6) said that there was an error information provided at last time. Actually, this test used a patient's sample, but they didn¿t provide the incorrect images of patient when they found this issue. It was not used for this patient and there was no influence on the patient¿s excepted delay in treatment. The laser was working normally. The root cause will be confirmed with fse after repairmen and the customer can't identify which reason causes the error. Additional information received 2020-06-29: was there any impact to patients? No impact. Please find the detail in ¿but they didn¿t provide the incorrect images of patient when they found this issue. It was not used for this patient and there was no influence on the patient¿s excepted delay in treatment.¿ redraw? The test was reset use excess sample (not perform second time blood draw on patient) and finished without any delay and further impact. Delay in treatment? No, no impact to the treatment. After confirmed with his colleague who found this failure of canto plus, mr. (B)(6) said that there was an error information provided at last time. Actually, this test used a patient's sample, but they didn¿t provide the incorrect images of patient when they found this issue. It was not used for this patient and there was no influence on the patient¿s excepted delay in treatment. The laser was working normally. The root cause will be confirmed with fse after repairment and the customer can't identify which reason causes the error.